Event description:
It was reported that, the right ventricular (rv) lead from this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing leading into pacing inhibition with a 4 second asystole. It was noted that the patient had recent ablation. Technical services (ts) recommended to evaluate a lead for lead issue or dislodge back near tricuspid valve, isometrics and pocket manipulations and to consider xray for lead position. This crt-d remains in service. No adverse patient effects were reported.